Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024, information was received from an healthcare professional (hcp) regarding a patient receiving hydromorphone via an implantable pump for spinal pain. It was reported that the pump went empty in late (B)(6) and they refilled the pump today ((B)(6) 2024). After filling and updating the pump, they heard the pump alarm again. Information on current alarms with pump interrogated with version 2.0 software was reviewed. The caller confirmed the patient has had an MRI since pump implant and this was the first interrogation since they updated the software. Steps to silence the audible alarm were reviewed. The troubleshooting steps that were taken on the call resolved the issue. Call notes indicated "yes" to "motor stall recovery alert; is this the first time the synchromed ii pump was interrogated with a810 app version 2.x ("new" software)?". It was noted the patient had a MRI since implant of the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the reason for the pump going empty in late june was due to the patient resided in a nursing facility and did not schedule a follow-up on it. The pump alarming after refill, which was described as a two-tone critical alarm, was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the reason for the pump going empty in late june was due to the patient not scheduling a follow-up on it. The hcp indicated that the alarm was a critical, 2-tone alarm. When asked when the MRI and motor stall occurred, the hcp stated that it was unclear [remote?]. The patient's weight at the time of the event was provided.